Event description:
Per the surgeon's report, the receiver stimulator of the patient's device extruded. The device was explanted. No decision has been made regarding reimplant surgery.

Manufacturer narrative:
.